Event description:
A malfunction alarm occurred, reported as alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin. Technical support provided off-label insulin messaging, which the customer understood. It was also advised to contact technical support immediately if occlusion issues occur again.